Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision procedure approximately 10 years post-implantation due to alleged pain, discomfort and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received confirm patient was revised approximately 10 years post-implantation due to pain, difficulty ambulating, squeaking, locking sensation and elevated metal ion levels. Revision operative report notes inflamed trochanteric bursa, gray necrotic tissue, cavitary osteolysis, stress-shielded and soft bone, peripheral osteophytes and corrosion. The modular head and acetabular cup were removed and replaced with legacy zimmer components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01399 / 01400). Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, implant loosening, periprosthetic fracture, dislocation, wear, discomfort, metal poisoning, metallosis, metal debris, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Concomitant medical product: modular lateralized taperloc femoral porous coated stem catalog #: 11-103206 lot #:086770.